Event description:
Additional information was received that surgical intervention was performed due to patient's suspected allergy to nickel. This right ventricular (rv) lead was successfully extracted. A temporary pacing catheter was placed for the procedure as the patient was pacemaker dependent. It dislodged at multiple points during the case, but was able to be repositioned, and no CPR was required. A new non-boston scientific rv that was free from exposed nickel was successfully implanted. The boston scientific pacemaker generator remained in service. It was noted the leads were sent to pathology after the procedure. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this lead has had a rash since four months after the system was implanted in 2010. It was recently discovered that the patient is highly allergic to nickel and review of lead's materials show that this lead does have nickel. The patient's family reported that the patient's condition was deteriorating due to the allergic reaction and that the reaction was causing a demise in the patient's status. Boston scientific technical services (ts) discussed the lead component's with a following physician, but the physician was unsure of the plan as he had not yet seen the patient. The boston scientific representatives were unable to obtain any additional information, and at this time, evidence suggests that the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is currently available, and our investigation is complete. This investigation will be updated should further information be provided.